Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that customer was hospitalized due to high blood glucose and seizure on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer was treated with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and displacement accuracy tests. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarm/no delivery alarms noted during testing. The low reservoir alarm functioned properly during testing. The pump was monitored for three days and no pump error 23 was noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarms noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. The pump communicated properly with the guardian link 3 and the test plug. No communication, calibration, sensor updating or active insulin anomalies were noted. The pump uploaded properly using carelink. The pump had a scratched case, a pillowing keypad overlay and a cracked retainer. The test p-cap and reservoir locked in place in the reservoir compartment.